Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The f-50 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-50 alarm. No additional information is available.